Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/pt for follow-up questions. The following complaint was classified based on info obtained from lfs customer service. The lay user/pt contacted lifescan (lfs) customer service in 2009, alleging that the "208 and 194 mg/dl" blood glucose results from her one touch ultrasmart meter were inaccurate high. She claimed that after the reported issue occurred, she became shaky and weak. It was noted that the pt manages her diabetes with oral diabetes medications; however, it is unk if the pt made any adjustments to her medication regimen as a result of the reported issue and/if she made any other adjustments to her normal diabetes routine as a result of the reported readings. According to the csr documentation, the pt did not receive any form of treatment that was above and beyond her normal diabetes routine. The csr walked the pt through a control solution test and the result was within range. Replacement products were still sent to the pt. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms suggestive of a serious injury after obtaining the alleged inaccurate high meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.